Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that he ip address and default gateway do not match and will not work. The system was functioning as intended, there was no failure of the system. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system would not send images to the stealth. No patient was present at the time of the event.